Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that stable angina occurred requiring medical intervention. In (B)(6) 2022, the patient was referred to cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending up to distal rca with 90% stenosis and was 55 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 12 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Additionally, three unknown drug-eluting stents were used to treat the target lesion, however, further details were not provided. Five days later, the subject was discharged on aspirin and prasugrel. In (B)(6) 2025, the patient was diagnosed with stable angina and was hospitalized on the same day for further treatment. At the time of the event, the patient was on aspirin and prasugrel. Medication was given to treat the event. Eight days later, the patient was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.

Event description:
It was reported that stable angina occurred requiring medical intervention. In (B)(6) 2022, the patient was referred to cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending up to distal rca with 90% stenosis and was 55 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 mm x 12 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Additionally, three unknown drug-eluting stents were used to treat the target lesion, however, further details were not provided. Five days later, the subject was discharged on aspirin and prasugrel. In (B)(6) 2025, the patient was diagnosed with stable angina and was hospitalized on the same day for further treatment. At the time of the event, the patient was on aspirin and prasugrel. Medication was given to treat the event. Eight days later, the patient was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving. It was further reported that three additional non-boston scientific (bsc) drug-eluting stents, used to treat the target lesion in (B)(6) 2022.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).